Manufacturer narrative:
An investigation was initiated in response to a customer complaint of being unable to open and review test results in association with the vtk2 60 blue mod colorm 220v (ref (B)(4), serial (B)(6)). The customer received an error message that reads "find an isolate is not possible or there was an issue during its recovery." Investigation: complaint trend analysis: global customer service (gcs) performed a complaint trend analysis and did not identify the issue as a trend. Error review: the issue is related to an internal system error message within the vitek 2 systems software versions 9.0x. This is an isolated issue as a result of a race condition on the customer's system. Workarounds were recommended to the customers. Customers experiencing the ID notes ise can close and reopen the vitek® 2 web client to resolve the issue. After reopening, the system will not produce another ise for the affected isolate. Once the ID note map is fully initialized in memory, subsequent lookups will be successful. The issue will be addressed by the software team in a future release of the vitek® 2 software. Root cause: it was determined that the root cause of the error is a software design issue in the java code of the vitek® 2 software versions 9.0x. Conclusion: the error was caused by a software design issue. Customers experiencing the ID notes ise can close and reopen the vitek® 2 web client to resolve the issue.

Event description:
Intended use: clinical use: the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for most clinically significant aerobic gram-negative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and clinically significant yeast. The vitek® 2 system is also intended for the automated identification of most clinically significant anaerobic organisms and corynebacterium species, fermenting and nonfermenting gram-negative bacilli, gram positive organisms, fastidious organisms, and yeasts and yeast-like organisms. Industry use: the vitek® 2 system is intended for the automated quantitative or qualitative antimicrobial susceptibility testing of isolated colonies for veterinary organisms including aerobic gramnegative bacilli, staphylococcus spp., enterococcus spp., streptococcus spp., and clinically significant yeast. The vitek® 2 systems are intended for the automated identification of most veterinary and environmental organisms including anaerobic organisms, bacillaceae, corynebacterium species (and related genera), fermenting and non-fermenting gram-negative bacilli, grampositive organisms, fastidious organisms, and yeasts and yeast-like organisms. Description: a customer in italy notified biomérieux that they were unable to open and review test results in association with the vtk2 60 blue mod colorm 220v (ref 27226, serial (B)(6)). The customer received an error message that reads "find an isolate is not possible or there was an issue during its recovery." The customer reported that they could not open and review two particular test results, but they were able to open and review other results without issue. The two specific results were for brucella organisms. Local customer service (lcs) recommended for the customer to: log out of all applications and shutdown the pc. Leave power off for 10 seconds then turn back on. Wait for core services to start. Log back in to the application to attempt to view isolate again. After following the instructions provided by lcs, the customer stated that the issue was not resolved. The issue led to a delay of >24 hours in reporting results. Lcs recommended that the customer repeat testing with another method as they have other identification and antimicrobial susceptibility testing (ast) methods available to them. Repeat testing was performed and the customer did not have issues with retrieving results for the repeat tests. Serological testing was also performed and confirmed the identification of brucella. The customer also reports that they haven't had the issue again since the original occurrence. This issue did not lead to or contribute to death, serious injury, or serious deterioration in the state of health for a patient. An investigation has been initiated.